Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The image of the subject device cut out during angulation. The device was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the bending section received strong physical stress caused by insertion/withdrawal into/from trocar. Due to this stress, the bending tube touched the charge-coupled device (ccd) cable and may have caused a ccd cable breakage. It is also likely the ccd cable breakage was due to stress caused by excessively bending universal cord or video cable. The following is also stated in the instructions for use which can prevent the event: "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the device presented no picture when plugged in. The issue occurred during an unspecified procedure. No patient injury was reported. No additional information has been obtained.